Manufacturer narrative:
Please note that the device was returned on july 24, 2017 but the engineering report is not yet available.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17629637 presented no issues during the manufacturing process that can be related to the reported complaint. A copy of the voluntary med watch has been attached as there is no reference number provided.

Event description:
As reported, during sheath removal post ablation, the catheter sheath introducer(csi) avanti+ endovascular .035 separated from the base. Physician and scrub tech were able to grasp existing sheath with hemostasis and remove from groin. No harm to patient was reported. Did not increase procedure time significantly. The product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
Sections were updated accordingly. Gtin # (B)(4). As reported, during sheath removal post ablation, the csi avanti+ endovascular .035 separated from the base. The physician and scrub tech were able to grasp the existing sheath with hemostats and remove from it from the groin. No harm to the patient was reported. This did not increase the procedure time significantly. No anomalies were noted when removed from the package or during prep. The intended procedure/target lesion was the anterior to coronary sinus and just posterior to the tricuspid valve. Nineteen burns were delivered at fifty watts for sixty degrees for sixty seconds. The device was used for recurrent symptomatic supraventricular tachycardia with a comorbidity of chronic obstructive pulmonary disease (copd). No resistance was noted while advancing the device. There was no resistance noted while withdrawing the device. The segment was retrieved with hemostats. The product was removed intact (in one piece) from the patient. The patient was discharged home in stable condition. A non-sterile csi avanti+ endovascular .035 product was received for analysis inside a plastic bag. Per visual analysis, the body shaft sheath introducer was received separated at 10.5 cm from its distal end. At a glance, the separated edges on the received broken cannula look as if tremendous force was applied until a break/separation occurred on the cannula sheath. No more anomalies were found. The external edge surfaces of the separated cannula body were observed under the vision system and showed clear evidence of elongations and frayed edges at the separation. Elongations and frayed edges characteristics present evidence of an application of a tension force that induced the cannula body separation. The unit was sent to perform sem analysis and results showed that the separated sections of the outer member presented elongations and frayed edges. These characteristics presented evidence of a plastic deformation as a product of an application of a pulling tension force. The stress lines observed on the elongated areas confirms that the device was submitted to tension overload force. No evidence of cutting characteristics was observed during the unit analysis. The received cannula sheath od and ID were measured near to the separated/elongated areas and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as ¿catheter sheath introducer (csi) - separated - in patient¿ was confirmed due to the kinked and separated condition of the received cannula sheath. The exact cause of the separated/elongated condition found on the csi cannula could not be conclusively determined during the analysis. However, procedural and/or handling factors may have contributed to the reported event as evident by the elongations and stress lines noted during analysis. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Neither the device history record review nor the product analysis suggest that the reported event is due to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, during sheath removal post ablation, the csi avanti+ endovascular .035 separated from the base. Physician and scrub tech were able to grasp existing sheath with hemostasis and remove from groin. No harm to patient was reported. Did not increase procedure time significantly. The product will be returned for analysis.  No anomalies were noted when removed from the package or during prep.  The intended procedure/target lesion was the anterior to coronary sinus and just posterior to the tricuspid valve.  Nineteen burns were delivered at fifty watts for sixty degrees for sixty seconds.  Dual atrioventricular (av) nodal physiology. The device was used for symptomatic supraventricular tachycardia, recurrent; baseline chronic obstructive pulmonary disease (copd).  No resistance was noted while advancing the device.  There was no resistance noted while withdrawing the device.  The segment was retrieved with a hemostats.  The product was removed intact (in one piece) from the patient.  The patient was discharged home.